Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation (mr). It was reported that two mitraclips were implanted on (B)(6) 2017 reducing mixed mr from grade 4 to grade 1. Approximately eight weeks later (beginning of (B)(6)) the patient had a return of symptoms, including shortness of breath and mitral regurgitation was grade 3. A new lateral jet was observed. A re-clip procedure was performed on (B)(6) 2017. The initial clips implanted in (B)(6) were confirmed to be stable on the leaflets; however, mr grade was reduced from 3 to 1 with the third mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: sex . The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of dyspnea and recurrent (worsening) mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported worsening mitral regurgitation (mr) appears to be related to patient anatomy. A definitive cause for the reported dyspnea could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.